Event description:
New information received stated that the patient was seen in clinic last week. R waves were noted to be low but stable. Since there was an adequate safety margin no further changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a history of chronically low r-waves. Sensitivity was increased which led to an episode of t wave oversensing. Patient presented in clinic and programming changes were made which resulted in high ventricular rate episodes due to perceived noise. Further programming changes were discussed to alleviate the inappropriate oversensing episodes. No further changes have been made. The physician did not allege any issue with the pulse generator or leads. There were no patient consequences.